Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the device was interrogated. During interrogation a warning message was triggered regarding the battery condition and the remaining battery capacity was 30 percent, confirming the clinical observation. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. Next, the memory content of the device was inspected. The inspection showed an inconsistency between the amount of charge taken from the battery and the battery voltage. The battery voltage decreased faster than expected. The current consumption, however, was normal. Therefore, the pacemaker was opened and subjected to further analysis. The visual inspection of the inner assembly showed no anomalies. The battery was proven to have still sufficient capacity to support therapy capability. The battery was disconnected from the electronic module. Further thorough investigation of the electronic module did not show any anomalies. In particular the current consumption proved to be normal and expected. There was no indication of a malfunction of the electronic module. The battery was sent to the manufacturer for further analysis. The manufacturing process for the battery was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The visual inspection of the battery did not reveal any external signs of damage. The battery was opened to inspect the individual components of the battery. These were as expected in accordance with the battery state of charge. There was no indication of a battery failure. In conclusion, the clinical observation could be confirmed. However, despite a thorough analysis of the pacemaker no conclusion can be drawn regarding the root cause. The therapy capability was not compromised while implanted and in service.

Event description:
During an outpatient check, a battery error pop-up screen was displayed during telemetry. The battery had depleted from 70 percent at the last check six months ago to 35 percent this time. The device was explanted. Should additional information be received, this file will be updated.